Event description:
It was reported that stent foreshortening occurred requiring additional intervention. The 65% stenosed target lesion was located in the non-tortuous and non-calcified proximal left common iliac vein (civ). A 20x80/10fr uni plus 75cm wallstent uni stent was advanced for treatment. However, during procedure, there was difficulty deploying the stent. The stent kept dropping near final deployment so it had to be recaptured twice. The stent was successfully implanted; however, it foreshortened near the civ so an additional proximal stent was used. No patient complications were reported.